Event description:
It was reported that during a photo-selective vaporization of the prostate procedure to treat a 100ml prostate gland, the fiber tip broke at about 250 joules and 20 minutes of use. The fiber was replaced and the procedure completed with no clinical consequences to the patient.

Manufacturer narrative:
H6 evaluation evaluation conclusion codes corrected h10 additional MFR narrative corrected the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibited severe devitrification at output window and there was severe charred detritus adhered to the metal cap. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The outer flow tubing open end exhibited minor scratch marks and mild biological contamination. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that the fiber tip ruptured during a procedure; there were no patient complications. The method used to complete the procedure was not reported.

Event description:
It was reported that the fiber tip ruptured during a procedure; the tip was reportedly broken at approximately 250 joules, 20 minutes of use. There were no patient complications. The method used to complete the procedure was not reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The potential for forward firing may exist. In addition the glass cap exhibited severe devitrification at output window and there was severe charred detritus adhered to the metal cap. The outer flow tubing open end exhibits minor scratch marks and mild biological contamination. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed glass cap distal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. It is probable that a temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure and subsequent fiber breakage. Tissue adhesion from constant and heavy tissue contact could be the cause resulting in the observed circumferential fracture.

Event description:
It was reported that the fiber tip ruptured during a procedure; the tip was reportedly broken at approximately 250 joules, 20 minutes of use. There were no patient complications. The method used to complete the procedure was not reported.